Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed elevated alinity c calcium results. On (B)(6) 2026, sid: (B)(6) (hemolysis index +2) generated calcium of 12 mg/dl. The sample was repeated calcium of 14.4, 8.9,15.6, 13, 12, 14.2 mg/dl. The customer states the internal quality controls are within range. Sid: (B)(6) generated 12.1, 10.7 mg/dl (on (B)(6) 2026), repeated 11.4, 14.3, 14.7, 14.9 mg/dl (on (B)(6) 2026) and 9.7 mg/dl (on (B)(6) 2026). Sid: (B)(6) generated 10.9 mg/dl (on (B)(6) 2026), repeated 15.6, 11.5, 9.2 mg/dl (on (B)(6) 2026). Sid: (B)(6) generated 16.2, 14.3 (on (B)(6) 2026), 13.8, 13.2 (on (B)(6) 2026), centrifuged and repeated 9.3, 9.2, multiple replicates at 8.8 (on (B)(6) 2026). Sid: (B)(6) generated 11, 14.5 (on (B)(6) 2026), 13, 11.5 (on (B)(6) 2026), centrifuged and repeated 8.6, 8.8, multiple replicates at 8.9, 8.8 (on (B)(6) 2026). Sid: (B)(6) generated 12, 15.5 (on (B)(6) 2026), 12.3, 11.1, 11.3 (on (B)(6) 2026), centrifuged and repeated 9.2, 9.2, multiple replicates at 8.4, 8.3, 8.5 (on (B)(6) 2026). Sid: (B)(6) generated 10 (on (B)(6) 2026), 14.3, 13.7 (on (B)(6) 2026), centrifuged and repeated 9.8, 10.1, multiple replicates at 9.8, 9.7, 9.9 (on (B)(6) 2026). Sid: (B)(6) generated 18.6, >24 (on (B)(6) 2026), 22.2, 17.8 (on (B)(6) 2026), centrifuged and repeated 9.3, 9, multiple replicates at 9.1, 8.9, 9.0 (on (B)(6) 2026). Laboratory reference range provided of 8.5 to 10.5 mg/dl. No additional patient information was available. No impact to patient management was reported.